Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. When deploying the device, a needle miss occurred. Needle backdown was unsuccessful. The physician pulled on the device and the device separated at the crimp ring. The patient was taken to surgery for device removal and closure of the arteriotomy. The patient recovered without further incident.